Event description:
The pt reported being hospitalized due to elevated blood glucose of 30 mmol/l (540 mg/dl). The pt stated the infusion device does not accurately deliver insulin. No further info was provided. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.